Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through this process. After the reset, the cgm error did not reappear, allowing the caller to successfully start their sensor session.